Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a bronchoscopy, the subject device was used. Part of the forceps was broken after the user inserted the device into the endoscope. The broken part fell into the patient, but it was retrieved. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. One side of the cup of the device was broken off. The broken side of the cup was in a shape as if it was subjected to a load from the proximal to the distal end of the cup. The manufacturing record was reviewed and found no irregularities. The cup was damaged due to the following mechanism. The user inserted the device into the endoscope while the cup was open. The cup got caught inside the endoscope, and the user removed it forcibly. The instruction manual of the device has already warned as follows; do not insert the instrument into the endoscope while the cups are open. Otherwise, patient injury, such as perforation, bleeding, or mucous membrane damage could occur. It could also damage the endoscope and/or instrument.